Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it was delivering low oxygen. The customer stated that there was a patient on the ventilator causing desaturation when this issue occurred.

Manufacturer narrative:
Results of investigation: initially when vyaire received the report, the biomed indicated he was unable to duplicate the reported problem. The customer sent the suspect defective unit to the vyaire failure analysis laboratory who performed a failure investigation. The reported issue not able to be duplicated in the laboratory setting.